Event description:
It was reported a portion of this balloon detached while being used through a 7 fr introducer sheath during an undetermined procedure. Co's f/u indicated all pieces were retrieved successfully. The procedure was completed successfully and there were no pt complications. A portion of the device was returned, evaluated and retained by this MFR. The distal 5 cm of the balloon material was not returned for evaluation. The distal 2cm of the catheter shaft was flattened. Only adhesive remained in the distal bond area. The remaining balloon material was scratched and wrinkled. A kink was noted in the strain relief. Co's attempts to gain further details regarding the circumstances surrounding this event have been unsuccessful. This device's characteristics are consistent with contact with a sharp, external source, scratches on the balloon surface. However, without further details co cannot determine the exact cause for this event. Co's directions for use state: "if resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."